Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting evaluation.

Event description:
Our affiliate is reporting the following to us on (B)(4) 2013: when shooting the first implant of the omnispan needle, both implants where fired at the same time. This happened with 3 needles. They are reporting no patient adverse event. [Per follow-up e-mail correspondences of (B)(4) 2013 received from our affiliate, it was further revealed that the surgeon resorted to a partial menisectomy for remedy, which added 15-20 minutes onto the procedure time; only the gray trigger of the applier was pulled; however both fixation devices deployed on 3 needle assemblies, the needles were loaded onto the applier correctly, and the needle did not over penetrate the meniscus.] Also see associated mdrs 1221934-2013-00338, 1221934-2013-00339 and 1221934-2013-00341.

Manufacturer narrative:
Evaluation summary: per (B)(4), it was reported that during a meniscal repair procedure that the omnispan meniscal applier (p/n 228143) deployed both implants at the same time. This double deployment was noted on 3 total omnispan needles and was reported no patient adverse event. The surgeon resorted to a partial menisectomy for remedy . The applier (p/n 228143) and 3 omnispan 27° needle (p/n 228142) that were used were returned for evaluation. This failure mode was investigated upon receiving the returned applier and needles. Initial visual observation of the applier revealed the lower pusher rod (gray trigger pusher rod) appeared to be damaged. The failure mode was unable to be confirmed as the 3 returned needles were correctly assembled onto the applier and functioned normally. A new omnispan 27° needle (p/n 228142, lot# 3701291) was correctly assembled onto the returned applier and functioned properly. Both implants were deployed correctly with no evidence of a double deployment. Additionally, the damage to the pusher rod could have also occurred following the double deployments reported in the complaint during removal of the needle. The damage to the pusher rod is typically of that when the needle is forcibly or improperly removed from the applier. Therefore, it can be determined that the damage to the deployment rod or the applier did not contribute to the double deployment. The returned needles were evaluated. Each needle was able to be successfully assembled onto the returned applier. Both the red and gray trigger and respective pusher rods functioned normally. No defects or failures were observed on any of the 3 needles. Therefore, it can be determined that the needles did not contribute to the double deployments. The events leading up to double deployments were also evaluated from the applier. It was noted that only the gray trigger was pulled in the complaint summary, therefore pulling the red trigger or pulling the triggers out of order was not the root cause of the double deployments. If the needle was installed incorrectly on the applier (upside down), this would cause the gray trigger rod to contact both implants on every activation, thus leading to a double deployment. Additionally, a use error by the user through contact to surrounding tissue could contribute to movement of the upper or second implant. This contact with the surrounding tissue could cause the implant to move down the needle track, which would cause both implants to be contacted by the gray trigger, thus causing double deployment. Either of these scenarios would lead to a double deployment in all 3 needles, therefore it can be determined that a use error of improper needle assembly or inadvertent contact with surrounding tissue would be the root cause of the double deployments noted as part of this complaint. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.